Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming (red light). The key failure was a saturated sieve bed. Additional malfunctions were leaking hose clamps and clogged muffler.